Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm. The patient does not remember which code it had and then suddenly shut down. The patient had a low blood glucose of 40 mg/dl but then they recovered. The current blood glucose value was 230 mg/dl. The insulin pump will not be returned for analysis.